Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified a striated opening broken on anterior, striated opening on anterior, creases fold, wear abrasion and observed split in patch. Base on the device analysis the final assessment is:a striated opening on anterior due to surgical damage consist in the use of some surgical tool. A striated broken on anterior due to surgical damage consist in the use of some surgical tool. Split in patch area, assessed as a workmanship.

Event description:
Patient reported that she had a left side lump or thickening in or near the breast or in the underarm area. Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/apr/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture and lump / nodule. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported that she had a left side lump or thickening in or near the breast or in the underarm area. Healthcare professional reported a left side rupture. Device has been explanted.